Event description:
In outpatient clinic, a patient for sis because of abnormal bleeding and polyp. An ez hsg -that has an attached sponge collar- catheter was placed in the endo cervical canal without difficulty. When the catheter was withdrawn, the sponge collar was no longer present at the end of the catheter. Gentle exploration with the ip of packing forceps failed to identify the retained sponge collar. The manufacturer was called, but the suggestions offered had already been tried. The patient was admitted to the hospital, and a dilation and curettage performed using IV sedation and morphine was performed. The sponge was removed.